Manufacturer narrative:
Based on the claim against the product by the customer noting one of the console's eyes had a static kind of thing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not verify the problem but replaced the high resolution stereo viewer (hrsv) liquid-crystal display (lcd) screens. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor (part no: 952078-05, serial no: (B)(4)) was analyzed and the reported failure was confirmed. The monitor was installed and tested on the printed circuit assembly (pca) test system. System started up without any error. However, on the bottom right corner of the screen, the image did not look right. There was about one inch circle image which was a lighter color then the rest. The hrsv monitor (part no: 952078-05, serial no: (B)(4)) was analyzed and the reported failure could not be replicated. The monitor was installed and tested on the pca test system. The system started up with good image. The system was booted up in normal mode and it was left idle for 10 minutes. The system was power cycled 10 times, and no issue occurred after extensive use. This is an intermittent issue. The probable root cause of the reported issue is attributed to component failure related to electrical and fiberoptic defects. This complaint is being reported based on the following conclusion: the customer converted to the other surgeon side console (ssc) after the start of the procedure due to static in ssc image. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called the technical support engineer (tse) and stated that one of the console's eyes had a static kind of thing. There were no related errors in the logs. The customer confirmed the other surgeon side console (ssc) had no complaint. The tse asked if the customer was able to power cycle in an attempt to resolve. The customer stated this occurred previously (additional sr (B)(4) was created) and they placed the doctor on the line who stated it had occurred on the same ssc and same eye and that during the previous occurrence they swapped the scopes with no change. The eye 3d alignment was inaccurate as well. The customer then proceeded with system power cycle with no change. The customer was proceeding with the case using the other ssc (dual ssc configuration). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.